Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines") and headache ("headaches"). In 2010, the patient experienced fatigue ("fatigue"). In 2012, the patient experienced tooth disorder ("dental problem"). In 2015, the patient experienced alopecia ("hair loss") and diarrhoea ("diarrhea"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("painful cycles"), menorrhagia ("menorrhagia"), urticaria ("hives"), pruritus ("itching inner thighs, stomach and buttocks"), allergy to metals ("nickel allergy"), irritable bowel syndrome ("irritable bowel syndrome"), abdominal pain lower ("lower abdomen pain"), back pain ("lower back pain"), dysgeusia ("metallic taste in mouth"), rash ("skin rash") and gingival bleeding ("bleeding gums"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, alopecia, tooth disorder and fatigue was resolving, the genital haemorrhage, abdominal pain and dysmenorrhoea outcome was unknown, the urticaria and pruritus had not resolved and the headache, dysgeusia, rash and gingival bleeding had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, diarrhoea, dysgeusia, dysmenorrhoea, fatigue, genital haemorrhage, gingival bleeding, headache, irritable bowel syndrome, menorrhagia, migraine, pelvic pain, pruritus, rash, tooth disorder, urticaria and vaginal haemorrhage to be related to essure. The reporter commented: need for additional surgery. I was reopened; an abscess was cleaned and a incisional hernia was repaired with a bio dissolving mesh. Wound was left open to heal from the inside out with a wound vacuum, diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2008: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet- all relevant medical history condition, concurrent condition, concomitant medication and events abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: skin: hives and itching inner thighs, stomach and buttocks, rashes or skin conditions type: hives and itching inner thighs stomach, and buttocks, migraines / headaches, dental problems, nickel allergy, dysmenorrhea (cramping) pain, fatigue, gastrointestinal or digestive system condition type: irritable bowel syndrome, hair loss were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine and headache. Concurrent conditions included sleeplessness, paraesthesia of limbs and anxious mood. Concomitant products included oxycodone hydrochloride;paracetamol (percocet). In (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines") and headache ("headaches"). In 2010, the patient experienced fatigue ("fatigue"). In 2012, the patient experienced tooth disorder ("dental problem"). In 2015, the patient experienced alopecia ("hair loss") and diarrhoea ("diarrhea"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), abdominal pain ("abdominal pain"), dysmenorrhoea ("painful cycles"), menorrhagia ("menorrhagia"), urticaria ("hives"), pruritus ("itching inner thighs, stomach and buttocks"), allergy to metals ("nickel allergy"), irritable bowel syndrome ("irritable bowel syndrome"), abdominal pain lower ("lower abdomen pain"), back pain ("lower back pain"), dysgeusia ("metallic taste in mouth"), rash ("skin rash"), gingival bleeding ("bleeding gums"), infection ("infection") and abscess ("abscess"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, alopecia, tooth disorder and fatigue was resolving, the genital haemorrhage, abdominal pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia, migraine, allergy to metals, irritable bowel syndrome, diarrhoea, abdominal pain lower, infection and abscess outcome was unknown, the urticaria and pruritus had not resolved and the headache, dysgeusia, rash and gingival bleeding had resolved. The reporter considered abdominal pain, abdominal pain lower, abscess, allergy to metals, alopecia, back pain, diarrhoea, dysgeusia, dysmenorrhoea, fatigue, genital haemorrhage, gingival bleeding, headache, infection, irritable bowel syndrome, menorrhagia, migraine, pelvic pain, pruritus, rash, tooth disorder, urticaria and vaginal haemorrhage to be related to essure. The reporter commented: need for additional surgery. I was reopened; an abscess was cleaned and a incisional hernia was repaired with a bio dissolving mesh. Wound was left open to heal from the inside out with a wound vacuum. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2008: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine and headache. Concurrent conditions included sleeplessness, paraesthesia of limbs and anxious mood. Concomitant products included oxycodone hydrochloride;paracetamol (percocet). In (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines") and headache ("headaches"). In 2010, the patient experienced fatigue ("fatigue"). In 2012, the patient experienced tooth disorder ("dental problem"). In 2015, the patient experienced alopecia ("hair loss") and diarrhoea ("diarrhea"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), abdominal pain ("abdominal pain"), dysmenorrhoea ("painful cycles"), menorrhagia ("menorrhagia"), urticaria ("hives"), pruritus ("itching inner thighs, stomach and buttocks"), allergy to metals ("nickel allergy"), irritable bowel syndrome ("irritable bowel syndrome"), abdominal pain lower ("lower abdomen pain"), back pain ("lower back pain"), dysgeusia ("metallic taste in mouth"), rash ("skin rash"), gingival bleeding ("bleeding gums"), infection ("infection") and abscess ("abscess"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, alopecia, tooth disorder and fatigue was resolving, the genital haemorrhage, abdominal pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia, migraine, allergy to metals, irritable bowel syndrome, diarrhoea, abdominal pain lower, infection and abscess outcome was unknown, the urticaria and pruritus had not resolved and the headache, dysgeusia, rash and gingival bleeding had resolved. The reporter considered abdominal pain, abdominal pain lower, abscess, allergy to metals, alopecia, back pain, diarrhoea, dysgeusia, dysmenorrhoea, fatigue, genital haemorrhage, gingival bleeding, headache, infection, irritable bowel syndrome, menorrhagia, migraine, pelvic pain, pruritus, rash, tooth disorder, urticaria and vaginal haemorrhage to be related to essure. The reporter commented: need for additional surgery. I was reopened; an abscess was cleaned and a incisional hernia was repaired with a bio dissolving mesh. Wound was left open to heal from the inside out with a wound vacuum, diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2008: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: headache. Most recent follow-up information incorporated above includes: on 24-feb-2020: pif received: new event perforation and abscess was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), abdominal pain ("abdominal pain") and dysmenorrhoea ("painful cycles"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, alopecia, abdominal pain and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.